Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation, however, the test strips are no longer available to return. Routine retention testing is performed. The retention samples have passed the internal inspection. It was noted that it may have taken the customer longer than 15 seconds to dose the test strip. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to the stago neoptimal laboratory method. The result from the meter was 4.0 inr. The result from the laboratory was 2.9 inr. On (B)(6) 2020 the result from the meter was 4.5 inr. The result from the laboratory was 3.40 inr. On (B)(6) 2021 the result from the meter was 2.8 inr. The result from the laboratory was 2.13 inr. The meter and laboratory tests were performed within 3 hours. The customer¿s therapeutic range is 2 ¿ 3 inr.